Manufacturer narrative:
The customer¿s report of fluid leakage at the connection site of a non-bd secondary set with texium attached and the smartsite of a primary set was confirmed. Microscopic inspection of the upstream smartsite valve on the primary set revealed upturned edges on the valve threads and a vertical hairline crack, indicative of stress. There were no additional signs of damage or abnormalities with the tubing set or texium valve. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the texium-to-smartsite connection. The root cause was not identified.

Event description:
The customer reported that a fluid leaked at the y-site connection on the primary tubing during a secondary infusion of irinotecan hydrochloride 240mg in 500 ml 5% dextrose.

Manufacturer narrative:
Concomitant medical products: 500ml baxter infusion bag, lot y222406, exp (B)(6), therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak of irinotecan at the y-site connection to the primary tubing during an infusion. The texium with the non-bonded secondary set was attached to the y-site of the primary line when it leaked. The secondary set was changed and the leak continued until the primary tubing was changed. There was no patient harm.